Manufacturer narrative:
Section b3, date of event: the exact date is unknown. The best estimate is after iol implant date (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted because the patient complained of dysphotopsia. The explanted iol is not available for return as it was discarded. No further information was provided.